Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial and venous air alarms occurred at the end of a routine hemodialysis treatment. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. Facility staff attributed the air alarms to the pt's dry weight being too low. There have been no similar problems reported subsequent to this event, once the pt's dry weight was properly adjusted. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nexstage medical considers this report closed. No additional information will be provided.